Manufacturer narrative:
Block b3: exact date unknown, event occurred about six months from the date manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was having difficulty holding a charge. Thus, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.